Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed, the device fit with the humeral head returned and the taperlock was found to meet specifications.

Event description:
On 12/1/2021, it was reported by a sales representative via email that an ar-9100-09p humeral stem, an ar-9152-20p humeral head, and an ar-9100-07s univers apex humeral stem all failed to fit. This was discovered during a procedure on (B)(6) 2021. Surgeon completed case by using a larger stem. Additional information received 12/3/2021: this occurred during a total shoulder arthroplasty.